Event description:
A report was received that the patient had developed intraoperative cerebral hemorrhage during lead replacement. The patient was provided a medication. The event was procedure related but not device stimulation or device hardware related. The event was resolving.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient had developed intraoperative cerebral hemorrhage during lead replacement. The patient was provided a medication. The event was procedure related but not device stimulation or device hardware related. The event was resolving.

Manufacturer narrative:
Additional information was received that a follow up computerized tomography (CT) was taken and revealed that there was a decreased in hemorrhage associated with the dbs electrode in the left frontal lobe compared to the previous head CT. There was no other evidence of infarction, hemorrhage or mass effect. There was stable position of bilateral dbs electrodes terminating near subthalamic nuclei. The event had recovered. The investigator reported the event as related to the study surgical procedure and study device hardware and not related to the study device stimulation.

Event description:
A report was received that the patient had developed intraoperative cerebral hemorrhage during lead replacement. The patient was provided a medication. The event was procedure related but not device stimulation or device hardware related. The event was resolving.